Event description:
It was reported that during a rotational atherectomy procedure, the floppy rtw guide wire fractured. The lesion being treated was located in the calcified right coronary artery (rca), which was unable to be treated in a previous pci procedure. Following ablation, the guide wire fractured and approx 0.5mm remained in the pt. Pt status is listed as "okay". Add'l info regarding this event has been requested.